Manufacturer narrative:
Continuation of d10: product ID 37081-40 lot# serial# unknown implanted: explanted: (B)(6)2023, product type extension product ID 39565 lot# serial# unknown implanted: explanted: (B)(6) 2023, product type lead g2. Foreign: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was confirmed that the specify lead was discarded by the customer. Only the extension will be returned.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40 serial# unknown explanted: (B)(6) 2023 product type extension product ID 39565 lot# serial# unknown implanted: explanted: (B)(6) 2023 product type lead it remains unclear whether the serial number of the 37081-40 extension that was used on the side of the lead with high impedances was (B)(6) or (B)(6). D9. The extension was returned on 2023-oct-31 for device evaluation. H3: analysis results for the extension were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6. Codes apply to the returned extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that two extensions were returned and both were in use with the lead.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the ins was interrogated, it showed high impedances on the total lead. The session report showed >10,000 ohms on electrodes 10, 12, 13, 14, and 15. No fall was signaled, and there was no electro-magnetic interferences. Surgical intervention was performed, a wireless external neurostimulator (wens) was used in order to detect if it was the ins. But the wens showed the same results. The lead and extension were replaced. The issue resolved.

Manufacturer narrative:
Concomitant medical product: product ID 37081-40 serial# unknown explanted: (B)(6) 2023 product type extension product ID 39565 serial# unknown explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-40, serial/lot #: unknown; product ID: 39565, serial/lot #: unknown, UDI#: h6 codes belong to the lead and extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(6), ubd: 2020-08-01, UDI#: (B)(4), explanted: (B)(6) 2023 product type extension; product ID: 39565, explanted: (B)(6) 2023. Product type lead; no longer apply to this report. H3. The returned extension (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified a breach of the outer insulation due to environmentally assisted degradation 3.5 cm from the distal end of the extension. The two returned proximal segments of the lead (serial # unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified a breach of the outer insulation due to environmentally assisted degradation in the body of the lead. Analysis also identified that the #0-2 and #4-7 conductors were broken in the connector area, 4.0 cm from the proximal end of the lead, the #10 conductor was broken in the connector area 3.25 cm from the proximal end of the lead, and that all conductors were broken in the connector area, 5.0 cm from the proximal end of the lead. The distal segment was not returned. The returned extension (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified a breach of the outer insulation due to environmentally assisted degradation 3.5 cm from the distal end of the extension, and a breach of the outer insulation due to environmentally assisted stress cracking 34.0 cm from the proximal end of the extension. H6. Please note, code d06 applies to the extension with serial # (B)(6), and d15 applies to the lead and extension with serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.